Event description:
Primary stability achieved, no osseointegration. Blood coagulation disorder, diabetes, psychological disorder, inadequate bone quality/quantity, increased sensitivity. Same patient as (B)(6).